Manufacturer narrative:
(B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver exhibited a system malfunction alarm during a system check. Visual inspection of the driver's external components revealed a loose external air coupler, which is unrelated to the customer-reported issue and was addressed during service. The patient electronic data file was copied and reviewed, which revealed six recorded system malfunction alarms, which were caused by a loss of vacuum. The customer-reported issue was confirmed. Visual inspection of the driver's interior components revealed that the housing of the left vacuum connector at j11 on the main printed circuit assembly (pca) was loose, which could have resulted in an intermittent connection with the left vacuum and was the root cause of the customer reported event. The cause of the loose j11 connector housing is unknown. The customer-reported system malfunction alarm poses a low risk to a patient because the driver was not supporting a patient at the time of the customer experience. If the driver was in patient use at the time of the customer experience, the driver would have continued to provide its life-sustaining functions. The driver was serviced, which included the replacement of the main pca, and the driver passed all functional and performance testing requirements prior to being released to finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver exhibited a system malfunction alarm during a system check. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.